Event description:
During a follow-up in-clinic, inadequate sensing was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The lv lead was repositioned to resolve event. The patient was stable.